Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device info. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: none. Symptoms/ae: surgical intervention to repair artery damage. Time of symptoms/ae: during the vessel closure procedure. It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the right femoral artery after a diagnostic procedure. The physician advanced the proglide device into the artery; arterial flow was seen through the marker lumen and the lever was lifted up. Reportedly, the physician advanced the device too far into the artery, catching the arterial wall. Reportedly, while removing the device, "a large piece of tissue was pulled out," resulting in laceration of the right femoral artery. The pt was sent to surgery for arterial repair and is reported to be doing fine. Though requested, no add'l info was available.